Event description:
Report received: dr (B) (6) sheared the tip off of canalizer while trying to gain access when placing a dialysis catheter. Dr (B) (6) attempted to snare the tip of the wire, but was unsuccessful. He then determined that patient did not need it surgically removed and left the tip in the patient.

Manufacturer narrative:
We received the complaint from a customer in which they stated the doctor was advancing the canalizer guide wire through the guide wire introducer needle and tip of guide wire sheared off. We requested further details of the procedure from the customer. The customer was not able to gain access on the first attempt. They realized the wire had sheared off when they tried regaining access. Our dfu states "caution: when introducer needle is used, do not withdraw a guidewire against needle bevel to avoid possible severing of guidewire." The complaint sample was returned for investigation. The coating is the part that sheared off of the wire. It was confirmed the most likely cause of this failure is the guidewire was withdrawn against the needle bevel when they were not able to gain access on the first attempt. The wire exhibits the same characteristics as the canalizer samples that have been previously tested for this issue. The customer was then able to place a dialysis catheter successfully.